Event description:
It has been reported to philips that the detector was unable to rotate from 0 to 90 degrees there was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed detectors rotate need to be reset. As a troubleshooting action fse found the issue with detector rotation. Fse tried to do the detector rotation calibration and it failed. To resolve this issue the fse replaced the potmeter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.